Event description:
The customer initially called to report high blood glucose levels. The customer then mentioned, that she was hospitalized recently for low blood glucose but the reading was not reported. The customer stated, she changed the infusion just prior to the hospitalization. The customer stated, her blood glucose levels consistently run low. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.